Manufacturer narrative:
Date of event: used (B)(6) 2019 as the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy drug-eluting stent was taken out of the hoop. However, it was noted that the struts were protruding. The procedure was completed with another synergy stent. No patient complications were reported.